Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model) patient outcome: f26: no health consequences or impact. Event description: ecn event description: catheter was prepared and flushed with no issue. When loading the wire, the wire was found to be stuck at the slider end and could not be advanced further. The wire was then back loaded into the catheter through the splines and managed to be loaded into the catheter successfully. During ablation, doctor finished the lspv. When he was moving to lipv, he moved the catheter to flower, with wire out of catheter. However, when he tried to pull wire back into the catheter to move to the lipv, the wire was found to be stuck and could not be moved. He had to use a lot of force to pull the wire back in, and when he tried to advance to engage the lipv, the wire would not advance forward. As the wire was stuck, a new catheter was opened. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Removed catheter from patient to test the catheter. When catheter was in flower, wire was stuck what is the next course of action? New catheter opened patient present at time of event? Yes, patient complications: no patient complications patient outcome: expected to fully recover device acquired from a distributor? No event date: 2026-1-28 as reported device codes: 1655: guidewire stuck. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint device was returned and a visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. - there were two bends present on the guidewire, one located approximately 16cm from the distal end and the other located at 22.5cm from the proximal end. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. - no other damage was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: unable to remove" however upon inspection the classification as analysed was determined to be "damaged: bent". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: ecn event description: catheter was prepared and flushed with no issue. When loading the wire, the wire was found to be stuck at the slider end and could not be advanced further. The wire was then back loaded into the catheter through the splines and managed to be loaded into the catheter successfully. During ablation, doctor finished the lspv. When he was moving to lipv, he moved the catheter to flower, with wire out of catheter. However when he tried to pull wire back into the catheter to move to the lipv, the wire was found to be stuck and could not be moved. He had to use a lot of force to pull the wire back in, and when he tried to advance to engage the lipv, the wire would not advance forward. As the wire was stuck, a new catheter was opened. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: removed catheter from patient to test the catheter. When catheter was in flower, wire was stuck what is the next course of action?: new catheter opened patient present at time of event?: yes patient complications: no patient complications patient outcome: expected to fully recover device acquired from a distributor?: no. Event date: 2026-1-28. As reported device codes: 1655: guidewire stuck. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
Awaiting return of the device.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact. Event description: ecn event description: catheter was prepared and flushed with no issue. When loading the wire, the wire was found to be stuck at the slider end and could not be advanced further. The wire was then back loaded into the catheter through the splines and managed to be loaded into the catheter successfully. During ablation, doctor finished the lspv. When he was moving to lipv, he moved the catheter to flower, with wire out of catheter. However when he tried to pull wire back into the catheter to move to the lipv, the wire was found to be stuck and could not be moved. He had to use a lot of force to pull the wire back in, and when he tried to advance to engage the lipv, the wire would not advance forward. As the wire was stuck, a new catheter was opened. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: removed catheter from patient to test the catheter. When catheter was in flower, wire was stuck what is the next course of action?: new catheter opened patient present at time of event?: yes patient complications: no patient complications patient outcome: expected to fully recover device acquired from a distributor?: no event date: 2026-1-28. As reported device codes: 1655: guidewire stuck. As reported patient codes: 9398: no clinical signs, symptoms or conditions.